Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of when the battery reamer/drill device is in the off position and the trigger is pressed it runs in reverse, but when in the forward position it doesn¿t do anything was confirmed. It was noted that the motor does not function with mode switch in forward position but functions in the off position. It was noted that the electronic control unit (ecu) had no voltage output in the forward position. The assignable root cause was determined due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that when the battery reamer/drill device ran in reverse when the motor was in the ¿off¿ position and the trigger was pressed. It was further observed that the device ran in reverse when it was in the ¿reverse¿ position but did not do anything when it was in the ¿forward¿ position. This event did not occur during surgery. It was not reported if there was a delay in a planned surgical procedure due to the event or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.